Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the electronic assembly/motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that he was outside and it was raining. He stated that it took 2 minutes to clear the alarm and the esc button was not working. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.